Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to the procedure, the trocar broke. To resolve the issue in order to complete the case, the broken trocar was removed. No harm was caused to the patient.